Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, evaluation of the patient specimen, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The patient specimen was returned. Western blot and p24 antigen tests were performed. (B)(6). Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Concomitant medical products and therapy dates, accessory reagent lots include architect hiv ag/ab combo reagents list 04j27-27 lot 77130li00 and list 04j27-37 lot 73358li00.

Manufacturer narrative:
Suspect medical device 4. Catalog number was changed to ln 04j27-32 from ln 04j27-27. The lot number was not changed. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. Concomitant medical products and therapy dates, accessory reagent lots include architect hiv ag/ab combo reagents list 04j27-27 lot 77130li00 and list 04j27-37 lot 73358li00.

Event description:
The customer observed (B)(6) results while using the architect hiv ag/ab combo reagents. The following data was provided for the same patient. (B)(6). No impact to patient or donor management was reported.